Event description:
Customer reported with an issue of " air leakage from cable" . There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1: full name and address; (B)(6). Facility zip code: .(B)(6). E2/e3 not provided. The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation also found flooding in the image capture of the main unit. A definitive root cause could not be identified. The oredome on the main unit side was damaged and could not be kept watertight, and it is assumed that water entered through the damaged part, resulting in flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use manual provides the following ¿warning¿ in "for safe use endoscope image disappearance and freezing.¿: do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the internal electric circuits of the product. The following warning is included in the "precautions for cleaning, disinfection, and sterilization" and "storage" sections of the instruction manual: do not use the product with tweezers, sterilizers, or other instruments that are not designed for sterilization. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of " air leakage from cable" . There was no patient impact, no harm reported due to the event.